Event description:
Beginning laparoscopic entry into patient abdomen view became obstructed at the muscle layer. Surgery team removed camera and noticed small shards of plastic. Team lead was phoned. Staff in the room obtained new endoeye camera, new trocar and removed old ones from the field. The surgery team irrigated port site/wound then proceeded by creating new port incision above original. Gained entry into the abdomen, assessed original port site and noted they did not completely enter the abdomen of the patient where the defective trocar was placed. Xray at end of case was obtained to ensure no further foreign bodies were present.